Event description:
The percor balloon iab was noticed to have blood in the tubing on 2/9/92. It was removed and IV protamine given. Patient has another iabp inserted approximately 10 hours later. The defective iab catheter was sent to the company (datascope). Evaluation revealed that the abraided area in the iab catheter was typical of those caused by repeated contact with calcific plaque during iab pumping. This was not uncommon and has been reported in current literature. The patient continued to do well and subsequently went homedevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: expected wear/deterioration, telemetry failure, known long term complication of procedure. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.